Manufacturer narrative:
Philips service replaced the suite pc and ssd os haswell, reloaded the software, and returned the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that suite pc experienced intermittent boot failure; blue screen observed on a n/a. The clinical use of the system was in use. There was no reported patient or user harm.